Manufacturer narrative:
The customer has provided instrument files and investigation is underway. The instrument is currently operational. The cause of this event is unknown.

Event description:
The customer reported that they received a discrepant low total hemoglobin (thb) result on one patient compared to retesting of the same sample on the same instrument. There is no report of injury due to this event.

Manufacturer narrative:
A review and analysis of the provided data from the instrument logs, aqc expected recovery, raw signal responses, reagent response curves, co-ox diagnostics, and calibration history were performed. Co-oximetry optical subsystem responsible for the measurement of thb appeared stable with constant temperature and in control during the sample measurement. No co-ox interference was detected through the escalation date and while the sample in-question was running. For other co-ox fractions compared between the two sample measurements, there were differences between the reported (initial run) and repeat sample. This suggests that the reported low thb value may have been likely due to a sample specific issue at the time the sample was measured. Optical thb measurement is dependent on the quality of the sample. Pre-analytics such as presence of partial clot, time differences between collecting and analyzing the sample, light exposure, insufficient mixing, sample inhomogeneity, may play a part in the observed difference between the thb results of reported and comparative samples. A definitive root cause for the discrepant result is undetermined. The rp500e instrument is performing as intended and is currently operational at the customer site.